Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the gaskets on three five millimeter trocars were torn. There was no consequence ot the pt.